Manufacturer narrative:
Method: x-ray. Evaluation summary: as received, a dense layer of host tissue overgrowth was evident at the tissue outflow. It encroached onto the tissue and into the orifice at the greatest point by approximately 9mm. Host tissue covered most of leaflet 3 and sections of its free margin. It curled the free margin and pulled the leaflet to a slight open like position at rest. Also at the outflow aspect, dense layer of host tissue overgrowth fused the free margins of leaflet 1 and 3 at commissure 1 at the greatest distance of approximately 5mm, leaflets 1 and 2 at commissure 2 by approximately 2mm, and leaflets 2 and 3 at commissure 3 by approximately 4mm. Heavy host tissue overgrowth restricted mobility in the leaflets and led to a gap at the coaptation region. At the inflow aspect, minimal host tissue overgrowth encroached onto the tissue by approximately 3-4mm. Host tissue overgrowth was minimal to moderate at the stent inflow and heavy at the stent outflow. No inconsistencies detected in the x-ray. Additional manufacturer narrative: device evaluation indicates extensive host tissue overgrowth (pannus), as the primary cause of the reported stenosis/regurgitation leading to the explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Manufacturer narrative:
Attempts are ongoing to obtain additional information regarding this event from the hospital. The alleged leaflet defect cannot be evaluated or confirmed without device return. The device has been arranged to be returned, however, it has not yet been received by edwards. Additional updates will be reported once received.

Event description:
An email was received from a customer informing of a recently explanted edwards bioprosthetic mitral valve due to severe mitral regurgitation. The valve was implanted for a duration of 14 months. As reported, the patient's medical history includes hypertension, hyperlipidemia, hypercholesterolemia, chronic systolic congestive failure and a ejection fraction of 25%. As per the op report, "we elected to do a transseptal approach. The fossa ovalis was opened. Both these incisions were connected underneath the ascending aorta, headed towards the dome of the left atrium. We then inspected the edwards' valve. It was well-seated; however, it did have a central defect. It appeared that one of the cuffs were folded in on itself. There are no vegetations. The valve was excised. "